Event description:
The lay user/pt's father contacted lifescan in early 2009 and alleged that the pt's one touch ultralink meter was reading inaccurately high. The alleged issue first occurred the day before at 4:45 pm. The pt had obtained a result of 98 mg/dl on the subject meter/strips. This result was compared to the pt's normal readings/feelings. He was not experiencing any symptoms of high or low blood glucose at the time of concern. As a result of the reported issue, the father gave a piece of candy to the pt. He was not tested on any other device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct, but he was not cleaning the puncture area properly. The father ran a control solution test, but the result was out of range. This complaint is being reported because the control solution test fell outside the range. The pt was asymptomatic at the time of concern. The alleged high result was compared to the pt's normal readings/feelings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.